Manufacturer narrative:
The device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported patient death. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported via a social media post by the patient's friend that the patient's pump malfunctioned and contributed to the patient passing away. No other information was provided as to what omnipod device the patient was using, circumstances related to the patient's death, treatment or medical interventions required. The patient's friend was asked to contact insulet with further information. If additional information becomes available a supplemental report will be submitted.